Event description:
Eleven minutes into 13th treatment session, the pt complained of headache and stated that they did not feel well. Afib noted by therapist. Pt presented with sweaty, clammy skin. Admitted to hosp. Attempted cardioversion 3x. Third attempt was with higher joules.